Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer answered yes to the following questions in a recent survey. Question 1: have you experienced a malfunction with the 530g with enlite system in the past 90 days? (Customer's responds) yes, already reported. Question 2: have you experienced an adverse event with the 530g with enlite system in the past 90 days? (Customer's responds) yes, already reported. Customer stated that issue was with his high blood glucose and was hospitalized due to diabetic ketoacidosis.. The blood glucose level was not included in the report. Nothing further was reported.